Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Stabbing the cheek - mouth / right cheek has proved resilient to the handful of stabs up until now [mouth injury]; worn-down metal shaft, brushhead slipping off exposing the pointed metal shaft which ended up stabbing the cheek [injury associated with device]; brush head again just began slipping off mid-brushing- dangerously exposing the pointed metal shaft which then ended up stabbing the cheek [device breakage]. Case description: a male consumer of unspecified age reported via e-mail on 01-feb-2017 that he had been using an oral-b power rechargeable toothbrush handle vitality 3709 for many years and it still worked as fine as it did at purchase. However, in the last 6 months, he noticed that the oral-b brushheads, version unknown suddenly began to start slipping off. He presumed the brush head itself was worn, so disposed of it and purchased a pack of brush heads off the internet. However, after the brush head initially seemed to fit, after just a few weeks' use, the brush head again just began slipping off mid-brushing, dangerously exposing the pointed metal shaft which then ended up stabbing the cheek. Assuming that he had purchased fakes, he discontinued use of this pack and instead purchased a branded pack of oral-b dual clean brushheads; again, the exact same thing had happened. He then noticed that if he pressured the brush head downward as he brushed, the head appeared to sustain a better purchase. This led him to suspect the problem was not with the brush heads, but with the perhaps worn-down metal shaft that inserted into it. The case outcome was unknown. No further information was provided. On 02-feb-2017 received consumer's follow-up e-mail: the consumer reported that his right cheek had proved "resilient" to the handful of stabs up until now. He stated that he would send in the branded brush head sample and packaging, and also wanted to send over the handle unit. In the interim, he would make do with a manual toothpaste. No further information was provided. On 09-feb-2017 received consumer's follow-up e-mail: the consumer reported that he received the replacement oral-b crossaction brushheads and again the new brush head also just slipped straight off the metal stem, identically to his currently used dual-head brush head. He stated that he would send in the currently used dual-head brush head, the branded packaging from which it came, and the electric toothbrush. No further information was provided.